Manufacturer narrative:
Other, investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 pump. The complaint of no alarm upon cassette removal. Was confirmed with testing and revealed in the event log. The cause was fluid ingressions found on pump chassis base of the occlusion sensors. Cause is customer inducted and recommended care of product. Action was taken to replace the down stream sensor. Device passed all testing after maintenance.

Event description:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps ? 6400 pump. Summary h 10.

Event description:
Information received indicating that during testing a smiths medical cadd legacy pump gave no alarm at cassette removal. There was no patient involvement in the reported event.